Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller exchange was performed on (B)(6) 2025 due to repeated backup battery (ebb) fault alarms. Following the controller exchange, the ebb fault alarms have resolved. The old controller and backup battery would be returned.

Event description:
Prior to the controller exchange the ebb was reset and exchanged. The new ebb was then reset, and the controller was then ultimately exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller, serial number: (B)(6), log file was reviewed, and timestamps spanned approximately 3 days (13:36:26 on (B)(6) 2025 to 12:22:36 on (B)(6) 2025). On (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring greater than the acceptable threshold above the loaded voltage. On (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the backup battery fault alarm cleared as the system controller was shut down. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported event was unable to be reproduced during this analysis. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.